Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta vcd was used for closure of femoral access. The patient required surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The manta vcd instructions for use lists precautions which includes: in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Adverse events listed include events related to the deployment of vascular closure devices to include local trauma to the femoral or iliac artery wall, such as dissection, other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.

Event description:
The patient underwent a transcatheter aortic valve implant (tavi) on (B)(6) 2020. Manta vcd depth deployment steps were correctly performed. The manta 18f vascular closure device (vcd) was deployed following correct deployment steps after completion of the tavi. A large bleed post closure occurred, and manual compression was applied. A post-deployment angiogram was taken and revealed a blocked vessel with dissection seen from the iliac bifurcation. The operator attempted to resolve this issue by advancing a wire across the blocked area, but was unsuccessful. A contralateral balloon was inflation behind the collagen without success. Vascular surgeons were consulted and performed a femoral "cut-down" to repair the artery and remove the manta vcd. During the vascular repair, the surgeons noted the artery was dissected and the manta vcd's toggle had picked up a dissection flap from the posterior wall, which had then been brought over to the anterior wall. It was suspected the artery was blocked by the dissection flap. The vascular surgeons successfully removed the manta vcd intact and repaired the artery.

Manufacturer narrative:
The risk of failed hemostasis, local trauma such as dissections, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, etc., possibly requiring surgical repair or endovascular intervention are known adverse events listed in the IFU. The root cause of the vessel stenosis is due to the toggle catching onto a posterior dissection and pulling the posterior wall up against the anterior wall. Dissections are a common large bore procedural complication; therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. Risk documentation was reviewed, and stenosis caused by a dissection flap was identified as a known risk. The occurrence rate for this type of incident remains below current risk documentation acceptable levels. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design or labeling.